Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. A suture sleeve impression and full breach insulation degradation was noted at 33.5 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the full breach insulation degradation. Electrical tests that could be performed on this piece did not find discontinuities or short on any conduction paths. Other damages on this piece were consistent with procedural damages.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on 9/16/2019. The patient was stable before, during, and after the procedure.